Manufacturer narrative:
Review if the device history records revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual examination found one side of the tulip has been completely broken/detached from the remainder of the implant.

Event description:
The surgeon tried to remove the screw extender from the screw using the recommended remover tool, but was unsuccessful. He then attempted removal via the removal aid tool and heard a breaking sound. He found that the screw head/tulip had broken. Removed and replacement of the screw caused an hour delay in the case.